Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. In the evaluation, oekg also found that the followings. - the forceps elevator was not moved without manipulation of the elevator control lever on the control section. - the movement of the elevator was smooth. - there was no significant gap between the distal cover and the distal end. - the glue of the bending section rubber was porous. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. (1) mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. (2) if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and the CAPA, there was the possibility that this phenomenon was attributed to the mechanism of the (2). Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), it was found that there was tissue material between the distal end of the tjf-q190v and the single use distal cover (maj-2315). The user completed the intended procedure with the subject devices or a similar device without an extension of the procedure which the user considers to be a serious deterioration in the state of health of any person to which the subject device could have been a contributory cause. The patient outcome (injury or any other harm) was good. Furthermore, the user provided the following information. The maj-2315 was attached to the tjf-q190v according to the instruction manual. After the procedure, there was a crack on the maj-2315. There was not any abnormality in the appearance of the tjf-q190v before and after the procedure. The maj-2315 had been stored inappropriately condition that may cause crushing, deformation, or cracking. The user did not use lens cleaner. During the procedure, any equipment such as tracheal tube for general anesthesia, etc. Was not used other than the tjf-q190v and the maj-2315. The suction function was not used while removing the tjf-q190v from the patient. The patient did not have a medical history, primary disease, ulcer or stenosis that could contribute to the injury. The user noticed after performing another procedure that when applying pressure, the maj-2315 opened up at the tear-off line. There was no report of patient injury associated with the event. This report is 1 of 2, regarding tjf-q190v.